Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation review of the device confirmed the reported condition. The stress constraints at the junction of spikes and the upper digitizer handle exceeded the yield strength which caused a plastic deformation and ultimately breakage of one spike.

Event description:
It was reported that during an initial knee arthroplasty the surgeon aligned the tibial alignment guide and it broke while impacting onto the distal femur. As a result the spike was removed and the procedure was completed without delay.